Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of the connector not connected firmly to the catheter is confirmed and appears to be supplier related. Four groshong two-piece connectors were returned for investigation. The connector pieces were assembled with each other. The catheter was not present in any of the assemblies. No apparent external damage was observed. The returned physical samples were disassembled in order to remove the compression sleeve. The inner diameter, wall thickness, and length were measured. Two of the four compression sleeves were observed to have lengths below manufacturing specification. Photos of the samples will be forwarded to the manufacturing facility for further evaluation. This report addresses the first of the two "confirmed supplier" samples. Reynosa evaluation. Complaint due to ¿connector was not connected with the catheter firmly¿ was confirmed. According with the photo evaluation performed at reynosa facility and vad field assurance evaluation it was concluded that the blue compression sleeve was found to be short in length which means out of specification per dwg and specification. Therefore, the cause of this condition is supplier related. A lot history review (lhr) of redn0205 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported that it was found during the catheter placement that the catheter connector was not connected with the catheter firmly, causing a potential detachment issue. No other information provided. It was reported this occurred with four devices. This report addresses the first device.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redn0205 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that it was found during the catheter placement that the catheter connector was not connected with the catheter firmly, causing a potential detachment issue. No other information provided. It was reported this occurred with four devices. This report addresses the first device.